Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation device had a blackout when turned on. The issue was found during a service / maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cr board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the blackout was caused by a failure of the board components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.